Manufacturer narrative:
The device eval has not yet been completed. A f/u report will be filed upon completion of the investigation. Add'l attempts to the initial reporter have been made with no add'l info provided. This MDR includes all event info received to date. Due to the lack of add'l info and the known complication of peritonitis due to a fluid leak, this MDR is being filed as a serious injury. This medwatch report is associated with MDR # 8030665-2013-00450.

Event description:
A user facility has reported that dialysis solution was leaking out of the cassette and into the cycler. Tech stated that fluid was found in the cycler after treatment when the cassette door was open. Tech could not identify leak location. The tech also recalled that the pt was already on a regiment of antibiotics when the leak occurred. There is no known pt effects. Sample has not been returned to the MFR.